Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station contained no medications. The station had been experiencing frequent blue screen errors. The field service engineer (fse) reimaged the system. Then fse configured the network settings, time zone, and system time, installed the latest component manager and remote service, enabled maintenance mode, and deployed eset package 12. The station was restored to normal operation following these actions. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a char 5 update had been applied and the device was rebooted. Windows updates then ran for more than four hours, and the device became stuck on a blue rebooting screen. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.